Manufacturer narrative:
Initial reporter address: (B)(6). The event occurred on an unspecified date in may 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. This was further described as ¿came apart at the blue threaded connectors." This occurred during a training for peritoneal dialysis (pd) therapy using a tummy simulator (dummy tummy). As a result, the female connector was stuck in the amia cassette connector. It was not reported if the same device had been used for other training sessions. There was no patient involvement. No additional information is available.